Event description:
Medtronic cardiovascular received info that during a procedure, the headlink of this nuvo was attached to the shaft by utilizing a medium sized long needle holder placed at the neck of the ball joint between the collet and headlink. As it was being introduced into the thoracotomy, the collet hit the retractor blade and popped off the ball joint and fell into the chest cavity. The piece was successfully found on the pericardium by the diaphragm and was removed. There was no adverse pt effect.

Manufacturer narrative:
(B) (4). Method: device history was not reviewed, as the serial number was not available and no product was returned for analysis. Results: device history was not reviewed, as the serial number was not available and no product was returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product was returned for analysis. Should the product be returned, or additional info made available, the event will be updated and a supplemental report filed. Conclusion: based on the limited info available, no cause can be determined for this event at this time.